Event description:
The patient was enrolled in the watchman heal-laa study with patient identifier (B)(6). It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2023 with a complete laa seal and deployed device diameter of 25mm. The patient was discharged the same day on aspirin and continued with apixaban. On (B)(6) 2024, 76 days post index procedure, the patient was reported to have passed away at home. No additional information on the cause of death was provided.